Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no visual, dimensional or functional anomalies therefore, this report is not a reportable event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - unknown. The actual device has not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal dilator could not be inserted into the angio-seal shaft. No patient involvement.